Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ degenerative mitral regurgitation (mr), flailed leaflets and a dilated left atrium for a mitraclip procedure. One mitraclip was implanted. A second mitraclip (cds0705-xtw, (B)(6)) advanced. While grasping, the operator noted that the anterior gripper was not dropping down. The clip was inverted and retracted back to left atrium. Per imaging, the gripper was stuck on the clip arm and was unable to raise. The device was removed from the anatomy without further issues noted. While testing the complaint device post-procedure, the gripper was stuck on the clip arm and unable to move. The clip had been replaced with another device to complete the procedure. Two additional mitraclips were implanted. The final mr grade was 2. The patient remained hospitalized for 4 weeks. On (B)(6) 2025 the patient presented with shortness of breath. It was discovered the mr grade increased to 4 and an 11.5mm atrial septal defect (asd) developed from the transseptal puncture and crossing of the mitraclip steerable guide catheter. Transthoracic echocardiogram (tte) and angiography were used during the procedure. A 12mm amplatzer vascular plug ii was selected for implant in between two mitraclips. It was determined that the size of the plug was not secure and did not reduce mr. Attempts were made to implant an 18mm amplatzer vascular plug ii and a 22mm amplatzer vascular plug ii, however both of these sizes were also determined to be unsuitable for placement. A 13mm amplatzer septal occluder was implanted, however the mr did not improve. The patient status was hospitalization.

Manufacturer narrative:
There is no allegation of malfunction against the amplatzer septal occluder. However, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Based on the available information, the occluder was used to treat atrial septal defect and there are no related device malfunction or patient effect to the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Correction: upon review, the 9-asd-013 should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Codes removed: health effect-clinical code: 4451 mitral valve insufficiency/ regurgitation. Health effect- impact code: 4607 hospitalization or prolonged hospitalization; 4641 unexpected medical intervention. Medical device problem code: 2993 adverse event without identified device or use problem.